Manufacturer narrative:
The explanted valve has been returned for evaluation. Device evaluation anticipated, but not yet begun. A supplemental report will be submitted once the evaluation has been completed.

Event description:
Edwards received notification that this 19mm aortic pericardial valve was explanted after an implant duration of one (1) year and one (1) month due to calcific degeneration leading to thickened leaflets and severe stenosis. Per the medical notes received, indication for surgery was avr and mvr due to early degeneration of the aortic (edwards) and mitral (non-edwards) bioprothesis (calcification). Non-edwards mechanical valves were used as replacement. There was no evidence of active endocarditis nor vegetations on the valve. The patient was noted as to be hospitalized in critical condition after the procedure.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
H3: evaluation summary: customer reports of calcific degeneration, thickened leaflets, and stenosis were confirmed through observed calcification and host tissue overgrowth. X-ray demonstrated heavy calcification on all three leaflets and wireform intact. Extrinsic calcific deposits and vegetation were observed on the surface and free margins of all three leaflets on both the inflow and outflow aspects. Heavy vegetation encroached onto the tissue and into the orifice at the greatest distance of approximately 10mm on leaflet 3 on the inflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 3 at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspects. Calcification and vegetation overgrowth restricted leaflet mobility and led to stenosis. Sewing ring was cut off around the inflow aspect of the valve and exposed the wireform. Updated section b5, f10 (patient code), h3, h6: many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, a definitive root cause for early calcification could not be conclusively determined. However, there are no indications of a manufacturing defect. Device evaluation confirmed heavy calcification on all three leaflets. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
The patient is doing well.